Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the biopsy needle appeared to be deformed when it was removed from the packaging. The cutting window appeared to be almost closed in on itself. There was a 20 minute delay while a new needle was sourced. There was no impact on patient outcome. Additional information was received. It was reported that the damage was considered an out of box failure and the instrument had been used on a patient. It was discovered after tissue samples were attempted to be retrieved.